Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issues with her infusion sets. She stated that the site started leaking around the adhesive patch and when she pulled it out, the cannula was found to be kinked. This occurred on the first day of use when the infusion set had been in use for about 5 hours. The site location was reported as her right hip. She treated high blood glucose with bolus from pump. Subsequently, she visited the emergency room and was then hospitalized. The patient had pneumonia and she experienced diabetic ketoacidosis and high blood glucose, which was reported to be 529 mg/dl when she was admitted to the hospital. As corrective treatment, the patient received insulin drip/8 liters of fluid, levaquin, vancomycin, insulin subcutaneous injection, heparin and duoneb. It was unknown whether the bent soft cannula or pneumonia caused diabetic ketoacidosis, or a combination of both. The patient was hospitalized for 3 days and at the time of this report, the weight of the patient was reported to be (B)(6). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.